Event description:
It was reported that there was an electrical reset of the device. The original programmed settings were restored automatically by the device after the reset and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.